Event description:
During a dental procedure, the high-speed handpiece bur fell out of the handpiece into the patient's mouth. The bur was removed and not swallowed by patient. No other intervention was necessary.